Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad traces. No button error alarm during testing. Unable to verify for alarm due to no act button response. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported button error alarm. The customer's blood glucose was 93 mg/dl. Customer could not recall any significant events leading to the alarm. Customer is advised to disconnect from the insulin pump and revert to her back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.